Event description:
On (B)(6) 2024, at the follow-up, the battery life of the eno dr (s/n: (B)(6)) was displayed as 6 years. However, at the follow-up one year earlier, the battery life was displayed as 9 years. The physician are requesting data analysis and a report on the battery life decline, as the battery life declines too quickly.

Manufacturer narrative:
The conclusions are as follows: - based on the sole historical follow-up data was provided, the expected overall longevity is estimated at ¿ 107 months (9 years). The implantation duration was 99 months, which is equal to 75% of the estimated overall longevity (75% of 107 months = 80 months). Based on hrs guidelines, no premature battery depletion has occurred. - the files where longevity is estimated at 9 years were not provided. Therefore, the investigation to understand the reason why there was a difference between those 2 files cannot be performed. - based on the available data, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
On (B)(6) 2024, at the follow-up, the battery life of the eno dr (s/n: (B)(6) was displayed as 6 years. However, at the follow-up one year earlier, the battery life was displayed as 9 years. The physician are requesting data analysis and a report on the battery life decline, as the battery life declines too quickly.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The preliminary analysis led to the following observations: - based on the parameters programmed, no premature battery depletion is suspected. - a formal report will be prepared as soon as the analysis is completed.